Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the full lead was returned and analyzed. A distal conductor blood/fluid obstruction was found. The guidewire could not be inserted because of the blood obstruction. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the doctor attempted to backload lead over guide wire and lead would not slide down wire. The lead was removed. No patient complications have been reported as a result of this event.